Manufacturer narrative:
(B)(6). (B)(4).

Event description:
T was reported that during a meniscal repair procedure, the t2 implant failed to deploy. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).